Event description:
It was reported that this right atrial (ra) lead dislodged. Surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead was discarded and will not be returned.